Event description:
Add'l info rec'd from MFR 12/29/00: upon visual inspection rust and pits were found around the broken part. Over period of time rust was developed and resulted in deep pits around the pin joints, which caused a weakness around the broken part and with a stress it broke apart. Rust and pits are caused by improper cleaning/sterilization. It is a responsibility of quality control dept at the facility to check the instrument and make sure that it is safe to use. The instrument didn't have any mfg defect and it was broken due to improper cleaning and sterilization.

Event description:
While attending was delivering infant forceps were requested. Bill fraction handle and forceps was given to dr handle was attached. When force was exerted upward, handle allegedly broke from forceps.